Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2013. The patient started to experience symptoms of mild pain and swelling on her right side. On (B)(6) 2019, the surgeon explored the joint and found the most superior screw in the mandibular component was loose. The surgeon removed the loose screw and elected not to replace it. The fossa and mandibular components were found to be osteointergrated and stable.

Event description:
A bone screw in the patient's right mandibular component had become loose and was removed.